Manufacturer narrative:
H10: the repair for this unit cannot be conducted at this time due to the part(s) being on backorder. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered (lcd assembly; lcd cable; ui pcba; ui pcba to lcd cable; ui assembly without nav-ring) aligns with the recommended repair of the alleged malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Manufacturer narrative:
H10: the bme reported the device is repaired. A new ui board was received and installed. The device passed pvt and returned to service. The parts were scrapped and not available for return.

Manufacturer narrative:
H10: this complaint record was reopened due to source system update. The customer biomed engineer (bme) reported part order was received and liquid crystal display (lcd) was upgraded using recommended parts, however, the issue was not resolved. During set-up, the unit displayed a blank screen at power on with no parameters visible. There was no patient involvement; the unit has remained out of service since initial report. The bme requested troubleshooting to correct issue. A philips remote service engineer (rse) recommended three cables related to lcd function as possible causes. The rse provided part details for customer order.

Event description:
Philips received a complaint from customer biomed reporting a blank display on the v60 ventilator screen. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported problem. The unit power cycled but the screen display remained dark. Investigation ongoing.